Event description:
Microscopic pinhole found in medtronic ev3 marathon flow directed mirco catheter resulting in glue injection in the internal carotid artery branch of brain instead of the intended middle meningeal artery. Device malfunction causing patient to have stroke with unknown long-term impact.